Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. Complaint for her left side was entered in a separate complaint. Patient has experienced permanent physical injuries and limitations, scarring, disfigurement, and pain, as well as elevated cobalt-chromium levels. There is no mention of revision surgery on patients right side. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) and doi information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.